Event description:
Information received by medtronic indicated that the customer passed away at home on (B)(6) 2023. The customer was not admitted to a hospital prior to the reported incident. The cause of death was hypertensive cardiovascular disease and diabetes. The customer¿s blood glucose was 260 mg/dl. The customer was wearing the insulin pump at the time of death. Insulin pump will be returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The pump powered up properly after the test battery was installed. The pump was programmed and monitored for 2 days. No blank display noted. No pump error 43 or pump error 41 noted during testing. Pump error 43 not confirmed during testing. Pump error 41 not confirmed during testing. The test battery was removed and reinserted with no battery failed test alarm noted. Battery failed test alarm not confirmed during testing. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see data pertaining to the primary svn (B)(6) and event date 02-may-2023 below. Please see below for the customer's daily total of all insulin delivered surrounding the event date 02-may-2023 listed on smartsolve and the days prior to the event date. 04/26/2023 dailytotalofallinsulindelivered: 1137250 (113.725 u) 04/27/2023 dailytotalofallinsulindelivered: 1084750 (108.475 u) 04/28/2023 dailytotalofallinsulindelivered: 1017250 (101.725 u) 04/29/2023 dailytotalofallinsulindelivered: 829750 (82.975 u) 04/30/2023 dailytotalofallinsulindelivered: 996000 (99.6 u) 05/01/2023 dailytotalofallinsulindelivered: 1227500 (122.75 u) 05/02/2023 dailytotalofallinsulindelivered: 258250 (25.825 u) please see the first 10 boluses listed on the event date 02-may-2023 in the pump history file on the primary svn (B)(6). 05/02/2023 00:32:01.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 05/02/2023 00:37:15.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 4500 (0.45 u) bolusamountdelivered: 4500 (0.45 u) 05/02/2023 00:42:13.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 4000 (0.4 u) bolusamountdelivered: 4000 (0.4 u) 05/02/2023 00:47:17.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 4750 (0.475 u) bolusamountdelivered: 4750 (0.475 u) 05/02/2023 00:52:07.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 2250 (0.225 u) bolusamountdelivered: 2250 (0.225 u) 05/02/2023 00:57:09.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 2750 (0.275 u) bolusamountdelivered: 2750 (0.275 u) 05/02/2023 01:02:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 5500 (0.55 u) bolusamountdelivered: 5500 (0.55 u) 05/02/2023 01:07:13.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 3750 (0.375 u) bolusamountdelivered: 3750 (0.375 u) 05/02/2023 01:12:11.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 3250 (0.325 u) bolusamountdelivered: 3250 (0.325 u) 05/02/2023 01:17:09.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 2750 (0.275 u) bolusamountdelivered: 2750 (0.275 u) please see below for the daily total of all insulin delivered on the event date 02-may-2023 in the pump history file. 05/02/2023 07:24:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: 05/02/2023 00:00:00.000 dailytotalofallinsulindelivered: 258250 (25.825 u) dailytotalofbasalinsulindelivered: 227250 (22.725 u) dailytotalofbolusinsulindelivered: 31000 (3.1 u) there was no autosuspend (12) alarm noted in the pump history file. Please see the usersuspended (2) alarm listed on the event date 02-may-2023 in the pump history file. 05/02/2023 06:29:23.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see data pertaining to svn (B)(6) and event date 12-oct-2021 below. There was no data listed in october 2021 in the pump history file. Unable to verify pump error 43, pump error 41 and battery failed test alarm due to no data listed in october 2021 in the pump history file. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 12-oct-2021 due to no data available in the pump history file on svn (B)(6). Earliest power data available per the power management tool/detail trace file is on 4/30/2023 9:31:00 am. There was no power data available for the event date of 12-oct-2021 on svn (B)(6). Unable to check power data for failed batt/battery failed alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and on the motor. The pump passed the functional testing. Unable to confirm alleged bgs. Blank display/pump shut off not confirmed. Pump error 43 unknown. Pump error 41 unknown. Battery failed test alarm unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The pump powered up properly after the test battery was installed. The pump was programmed and monitored for 2 days. No blank display noted. No pump error 43 or pump error 41 noted during testing. Pump error 43 not confirmed during testing. Pump error 41 not confirmed during testing. The test battery was removed and reinserted with no battery failed test alarm noted. Battery failed test alarm not confirmed during testing. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see data pertaining to the primary svn (B)(6) and event date 02-may-2023 below. Please see below for the customer's daily total of all insulin delivered surrounding the event date 02-may-2023 listed on smartsolve and the days prior to the event date. 04/26/2023 daily total of all insulin delivered: 1137250 (113.725 u). 04/27/2023 daily total of alli nsulin delivered: 1084750 (108.475 u). 04/28/2023 daily total of all insulin delivered: 1017250 (101.725 u). 04/29/2023 daily total of all insulin delivered: 829750 (82.975 u). 04/30/2023 daily total of all insulin delivered: 996000 (99.6 u). 05/01/2023 daily total of all insulin delivered: 1227500 (122.75 u). 05/02/2023 daily total of all insulin delivered: 258250 (25.825 u). Please see the first 10 boluses listed on the event date 02-may-2023 in the pump history file on the primary svn (B)(6). 05/02/2023 00:32:01.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 750 (0.075 u). Bolus amount delivered: 750 (0.075 u). 05/02/2023 00:37:15.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 4500 (0.45 u) bolus amount delivered: 4500 (0.45 u). 05/02/2023 00:42:13.000 normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 4000 (0.4 u). Bolus amount delivered: 4000 (0.4 u) 05/02/2023 00:47:17.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 4750 (0.475 u). Bolus amount delivered: 4750 (0.475 u). 05/02/2023 00:52:07.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 2250 (0.225 u). Bolus amount delivered: 2250 (0.225 u). 05/02/2023 00:57:09.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 2750 (0.275 u). Bolusa mount delivered: 2750 (0.275 u). 05/02/2023 01:02:19.000 normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 5500 (0.55 u). Bolus amount delivered: 5500 (0.55 u). 05/02/2023 01:07:13.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 3750 (0.375 u). Bolus amount delivered: 3750 (0.375 u). 05/02/2023 01:12:11.000 normal bolus delivered (220). Bolus programming method: cl1. Micro bolus (5). Normal bolus amount programmed: 3250 (0.325 u). Bolus amount delivered: 3250 (0.325 u). 05/02/2023 01:17:09.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 2750 (0.275 u). Bolus amount delivered: 2750 (0.275 u). Please see below for the daily total of all insulin delivered on the event date 02-may-2023 in the pump history file. 05/02/2023 07:24:00.000 daily total sg670 (63). Daily total collection start time: 05/02/2023 00:00:00.000. Daily total of alli nsulin delivered: 258250 (25.825 u). Daily total of basali nsulin delivered: 227250 (22.725 u). Daily total of bolus insulin delivered: 31000 (3.1 u). There was no auto suspend (12) alarm noted in the pump history file. Please see the user suspended (2) alarm listed on the event date 02-may-2023 in the pump history file. 05/02/2023 06:29:23.000 insulin delivery stopped (30). Reason for insulin delivery suspension: user suspended (2). Please see data pertaining to svn (B)(6) and event date 12-oct-2021 below. There was no data listed in october 2021 in the pump history file. Unable to verify pump error 43, pump error 41 and battery failed test alarm due to no data listed in october 2021 in the pump history file. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 12-oct-2021 due to no data available in the pump history file on svn (B)(6). Earliest power data available per the power management tool/detail trace file is on 4/30/2023 9:31:00 am. There was no power data available for the event date of 12-oct-2021 on svn (B)(6). Unable to check power data for failed batt/battery failed alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and on the motor. The pump passed the functional testing. Unable to confirm alleged bgs. Blank display/pump shut off not confirmed. Pump error 43 unknown. Pump error 41 unknown. Battery failed test alarm unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The pump powered up properly after the test battery was installed. The pump was programmed and monitored for 2 days. No blank display noted. No pump error 43 or pump error 41 noted during testing. Pump error 43 not confirmed during testing. Pump error 41 not confirmed during testing. The test battery was removed and reinserted with no battery failed test alarm noted. Battery failed test alarm not confirmed during testing. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see data pertaining to the primary svn 000315750413 and event date 02-may-2023 below. Please see below for the customer's daily total of all insulin delivered surrounding the event date 02-may-2023 listed on smartsolve and the days prior to the event date. (B)(6) 2023 daily total of all insulin delivered: 1137250 (113.725 u). (B)(6) 2023 daily total of all insulin delivered: 1084750 (108.475 u). (B)(6) 2023 daily total of all insulin delivered: 1017250 (101.725 u). (B)(6) 2023 dailytotal of all insulin delivered: 829750 (82.975 u). (B)(6) 2023 daily total of all insulin delivered: 996000 (99.6 u). (B)(6) 2023 daily total of all insulin delivered: 1227500 (122.75 u). (B)(6) 2023 daily total of all insulin delivered: 258250 (25.825 u). Please see the first (B)(4) boluses listed on the event date 02-may-2023 in the pump history file on the primary svn 000315750413. (B)(6) 2023 00:32:01.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 750 (0.075 u). Bolusamountdelivered: 750 (0.075 u). (B)(6) 2023 00:37:15.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 4500 (0.45 u). Bolusamountdelivered: 4500 (0.45 u). (B)(6) 2023 00:42:13.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 4000 (0.4 u). Bolusamountdelivered: 4000 (0.4 u). (B)(6) 2023 00:47:17.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 4750 (0.475 u). Bolusamountdelivered: 4750 (0.475 u). (B)(6) 2023 00:52:07.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 2250 (0.225 u). Bolusamountdelivered: 2250 (0.225 u). (B)(6) 2023 00:57:09.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 2750 (0.275 u). Bolusamountdelivered: 2750 (0.275 u). (B)(6) 2023 01:02:19.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 5500 (0.55 u). Bolusamountdelivered: 5500 (0.55 u). (B)(6) 2023 01:07:13.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 3750 (0.375 u). Bolusamountdelivered: 3750 (0.375 u). (B)(6) 2023 01:12:11.000 normal bolus delivered (220). Bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 3250 (0.325 u). Bolus amount delivered: 3250 (0.325 u). (B)(6) 2023 01:17:09.000 normal bolus delivered (220). Bolus programming method: cl1micro bolus (5). Normal bolus amount programmed: 2750 (0.275 u). Bolus amount delivered: 2750 (0.275 u). Please see below for the daily total of all insulin delivered on the event date 02-may-2023 in the pump history file. 05/02/2023 07:24:00.000 daily totals g670 (63). Daily total collection start time: 05/02/2023 00:00:00.000. Daily total of all insulin delivered: 258250 (25.825 u). Daily total of basal insulin delivered: 227250 (22.725 u). Dailyt otal of bolus insulin delivered: 31000 (3.1 u). Was no autosuspend (12) alarm noted in the pump history file. Please see the user suspended (2) alarm listed on the event date 02-may-2023 in the pump history file. 05/02/2023 06:29:23.000 insulin delivery stopped (30). Reason foinsulin delivery suspension: user suspended (2). Please see data pertaining to svn 000313450589 and event date 12-oct-2021 below. There was no data listed in october 2021 in the pump history file. Unable to verify pump error 43, pump error 41 and battery failed test alarm due to no data listed in october 2021 in the pump history file. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 12-oct-2021 due to no data available in the pump history file on svn 000313450589. Earliest power data available per the power management tool/detail trace file is on 4/30/2023 9:31:00 am. There was no power data available for the event date of 12-oct-2021 on svn 000313450589. Unable to check power data for failed batt/battery failed alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and on the motor. The pump passed the functional testing. Unable to confirm alleged bgs. Blank display/pump shut off not confirmed. Pump error 43 unknown. Pump error 41 unknown. Battery failed test alarm unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.